Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be inoperable. Unrelated to the complaint, the keypad buttons were responsive and evidence of contamination was found under all key contacts. Unrelated to the complaint, moisture was found in the battery compartment and evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, alleging that the past 10 days the audio bolus button on his pump has not been responding properly. The patient denied any damage to the audio bolus button and also denied any moisture in the pump. The product was replaced and the alleged issue was not resolved over the phone. There is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.